Event description:
Healthcare provider reported rupture and lymphadenopathy for right side. Device has been explanted.

Manufacturer narrative:
Previous medwatch submission inadvertently noted "suspected-alcl" in b.5. Lymphoma-alcl-suspected was coded to the contralateral breast, and is not reported for the right side. Device evaluation: through the photos provided, it is not possible to confirm the batch number, catalog number or the side, a broken silicone device is observed, as it appears in the photos at the radius level of the device and red biological material covering the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare provider reported rupture and "suspected alcl" for the right side. Device has been explanted. Healthcare professional reported "lymphadenopathy".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported rupture and "suspected alcl" for the right side. Device has been explanted.